Manufacturer narrative:
(B)(4)

Event description:
The physician was attempting to use a sprinter legend rx balloon to pre-dilate a lesion located in the cx exhibiting 75%, moderate vessel tortuosity and little calcification. The device was removed from packaging with no issues noted, inspected as per IFU and negative prep was performed prior to use. It was reported that the device failed to inflate when pressurised to 12atm and may have burst/leaked. It was reported that the device passed through a previously deployed stent and resistance was noted on advancement but no force used. Resistance also noted on positioning of the balloon. No patient injury reported.